Event description:
Patient reported that during procedure using indiana tome system, the nerve in his left hand was cut. No further details have been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There have been no trends identified related to this type of event. This report filed on april 4, 2008.